Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) says that she had charged her ins 2 weeks ago to 100 percent, but then she says that "yesterday I went to charge it again because it doesn't seem to be holding the charge". She says "it used to last about 4 weeks but now it doesn't". She says this was first noticed this "a couple weeks ago". The patient mentioned that she hasn't charged the recharger (insr) lately. I had her plug in the desktop charger cord and the screen on the insr comes on, and she is able to connect to charge her implant and it shows her implant is very low. The patient  gets 6 out of 8 coupling boxes filled in. The patient was redirected to their hcp. No symptoms were reported.